Event description:
The customer initally reported: "spindle assembly came apart during changing of attachments. Spindle components flew off the motor and may have contacted the surgical site. It was reported that there were no injuries. All precautioins including excess flushing of the site with antibiotic solution were taken.